Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.

Event description:
It was reported by the customer that the sheath leaked in use. Additional information received on 10/21/2009 stated that when using an edwards 7 fr. Catheter, the percutaneous sheath introducer (psi) was leaking. As a result, the psi was removed and exchanged using another si-(B) (4). The sample was discarded. There were no reported pt complications.